Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the keyboard not registering all keys. The field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a keyboard failure. The customer reported that there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.